Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. During troubleshooting, the fse found an issue with the host pc. The fse removed the host pc from the m-cabinet and installed a new host pc, transferred the os drive from the host pc and configured. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to boot up. The system was not in clinical use. No harm to the patient or user was reported.